Event description:
On 9/28: customer reports female having a stone removal with laser procedure when the system continued to fluoro after footpedal released. Staff reports the system continued to fluoro for 8 minutes, during which the fluoro timer did activate at the five minute mark. Staff reset the timer and few moments after this, the fluoro stopped. When staff attempted to fluoro again, the system would not fluoro. Staff re-booted the system and fluoro was available. System has not malfunctioned since this event. No reported injury. Procedure was completed.

Manufacturer narrative:
Field service engineer verified proper operation of system using sedecal generator service manual 710953, infimed manual 723-702-g1, and hydrajust plus manual 401958. Fse was unable to duplicate reported problem. Fse did find a cut in the insulation of fluoro foot switch cable, and applied electrical tape to cut in insulation, no conductors were exposed. System was returned to full service by the customer.